Event description:
Per complaint (B)(4), a patient experienced pain since the placement of their dental implant. The dentist decided to remove the implant to relieve the patient's pain. The implant was explanted one week after placement.